Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery and system pca needs to be replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly.